Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had scope communication error b30. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation, it is likely the following led to the customer allegation and the newly found malfunction: fluid on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had scope communication error b30. The issue occurred during set up/inspection for use. There were no reports of patient involvement.